Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a representative was requested to turn off implantable cardioverter defibrillator (ICD) detections as the patient is in hospice. Upon interrogation, it was determined a full power on reset (por) had occurred and the device was in vvi backup mode. The ICD was reprogrammed and detections were turned off. The device remains in use. No patient complications have been reported as a result of this event.